Event description:
Event: unresolved type I superior endoleak. Event narrative: the pt was reported to have a tortuous superior neck. During deployment, the device moved 1 cm distal from targeted proximal attachment site. A non-standard balloon was used in an unsuccessful attempt to achieve a superior seal. The graft was successfully implanted, however a type 1 endoleak remains.